Event description:
The pump was alarming. Telemetry confirmed a critical alarm was occurring. The alarm was due to a motor stall. There were seven stalls and recoveries since (B) (6). The stalls varied in length from 12 minutes up to 4 hours, 16 minutes. An eighth motor stall occurred on (B) (6) 2010, no recovery was recorded. The pt experienced withdrawal with symptoms of fever, exaggerated rebound spasticity, and muscle rigidity; the pt was treated with valium. The pt was admitted to the ER. No rotor or dye study was done. The pump was replaced and was to be returned to the MFR for analysis. The pt was "doing great" since replacement. She recovered without sequela after device removal. She was discharged from the hospital on (B) (6) 2010. The device system was used to deliver lioresal (2000 mcg/ml; 430 mcg/day). After removal, the pump went into safe state with a low battery statement in the logs. The pump alarmed every 5 minutes even though the device was set to alarm every hour. The alarms were not allowed to be turned off. The dose had been wiped out from the pump memory and the early replacement indicator dropped from 22 on (B) (6) 2010 to 3 months on (B) (6) 2010. It was noted that the alarms were silenced, but the pump continued to beep every 5 minutes. It was also noted that the pump went safe state each time the alarms were silenced and the pump was updated. The reset occurred - low battery was noted multiple times on (B) (6) 2010. The password was provided to disable the pump so alarms would not sound during shipping.

Manufacturer narrative:
(B) (4). The pump was returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.